Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature alert functionality. The patient put the receiver settings on normal profile with low alert and reported, audio is heard. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual inspection and the manual sound drop test. Global receiver functional testing resulted in no failures related to the customer complaint. No errors related to the incident were found during a review of the receiver data log. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.